Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse coordinator reported that the vitrectome cut was not active despite the activation of the cut by the machine, the surgeon reported that the vitrectome did not cut but performed suction. The pak was replaced and the procedure was completed. There was no patient harm.

Manufacturer narrative:
The initial decision to report was incorrect resulting in the initial report being submitted in error. This event is not considered to be a reportable malfunction, and it is not likely that a recurrence would result in serious injury. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received from the reporter indicating the event occurred before the vitrectomy procedure and it was confirmed there was no contact with the patient.